Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture, and high pacing impedance. As received a complete was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the helix of the atrial lead had failed to extend normally with high pacing impedance and unable to capture. The physician elected to not used the atrial lead and a new lead was implanted. The patient was stable throughout.